Event description:
The following has been reported by customer: the clinic reported that the screen remains off while the unit continues to sound an alarm. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.